Manufacturer narrative:
The issue was resolved for the customer by replacing the power cord.

Event description:
No new information.

Event description:
It was reported that the cord had the metal part still in the secure connect box, but was disconnected from the cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.